Event description:
It was further reported that the tip of the lv lead was placed on the target blood vessel to stabilize the lead. However, due to poor electrical parameters, the lv lead was repeatedly placed, causing the tip of the lv lead to be pulled and deformed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, multiple tests during the procedure showed phrenic nerve stimulation or high pacing thresholds, leading the physician to suspect that this was related to poor target vessel conditions. As a result, multiple target vessels were attempted for lv lead placement, causing deformation of the lead. Another lv lead was used to complete the surgery. No further patient complications have been reported as a result of this event.